Event description:
It was reported that an asymptomatic patient presented to hospital after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming changes and adjustments to the patients medication were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.